Event description:
Marrow stuck inside needle, not user friendly, no directions inside packaging, guard doesn't work, device is very difficult to use, does not fit in a normal sharps box that is inside of patient rooms.

Event description:
Marrow stuck inside needle, not user friendly, no directions inside packaging, guard doesn't work, device is very difficult to use, does not fit in a normal sharps box that is inside of patient rooms.